Manufacturer narrative:
(B)(4). A batch review will be performed. If the sample is becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not received; however, nine companion samples were received for evaluation. Visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. Flow of fluid was observed in a companion sample during gravity testing and there was no disconnection detected at the y-site. There were no malfunctions or abnormalities identified during product evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had a disconnection at the y site during infusion; one administration line disconnected. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.